Manufacturer narrative:
(B)(4). This complaint was reassessed during the investigation process and determined to be a reportable event. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation bulb was not received. The trocar balloon appeared intact. Part of the plastic housing of the reflux valve was cracked off. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Event description:
According to the reporter: during a laparoscopic inguinal totally extraperitoneal procedure, the structural balloon valve cracked due to the pump not fitting properly into the valve. The device was used on the patient.